Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name : / initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was stated that the tubing of a non dehp continu flo solution set separated from the y-site clearlink luer during a cisplatin infusion. Approximately 100ml of solution, from a total volume of 500 ml, was found on the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.